Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was unable to enter the carbohydrates and has to use the bolus wizard to program the bolus. Customer states it occurred a couple of times before she was successful. Customer's blood glucose was unknown. No further information reported.